Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, customer is unable to interact with the touch screen due to the shattered screen. There was no adverse impact to customer's blood glucose.. Reportedly, customer reverted to manual injections for insulin therapy.